Manufacturer narrative:
Concomitant products : product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the nurse said that the neurologist in the hospital said that he thought the implantable neurostimulator (ins) ¿wasn¿t working.¿ relevant medical history includes lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.